Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented for routine follow-up and an episode was observed showing an arrhythmia below the programmed therapy zones. The episode shows subsequent double detection of wide signal complexes and a shock was delivered. Technical services (ts) advised to adjust the conditional shock zone to assure therapy delivery. The s-ICD remains in service. No additional adverse patient effects were reported.